Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvis pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included heart murmur, depressive disorder, irregular menstruation and perineal pain. Previously administered products included for an unreported indication: zoloft and yasmin. Concurrent conditions included adenomyosis. Concomitant products included drospirenone + ethinylestradiol (yaz), ibuprofen, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen), sertraline hydrochloride (zoloft) and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("lower back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, menorrhagia, vaginal hemorrhage, pelvic pain. Most recent follow-up information incorporated above includes: on 6-may-2019: pfs and mr were received: events: vaginal hemorrhage, menorrhagia, apareunia, dysmenorrhea, dyspareunia, back pain, lower abdominal pain, pelvic pain were added. Event outcome and severity were added. Medical history were added. Concomitant drugs were added. Reporters were added. Essure removal date and surgeries were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.